Event description:
The user received erroneous total bilirubin results for one newborn baby sample. The initial result was 13.5 mg/dl. The lab believed there may have been a sample mix up with a second baby's sample, therefore, the lab tech poured off both samples into sample cups which the user said were not labeled correctly. The user stated it was also possible that the lab tech switched the results prior to reporting them to the floor. As the user was not sure what events actually occurred, they repeated the sample and recovered a result of 20.3 mg/dl. The result of 20.3 mg/dl was reported and was questioned. The user repeated the same sample on the same p module and recovered a result of 22.9. To rule out the wrong baby being drawn originally, a new sample was drawn from the baby and generated a result of 14.0 on the p module and 15.2 on the cobas 501. The user then repeated the original sample on the cobas 501 and received a result of 14.6. The sample from the second baby involved in the event was not retested and they did not have to issue a corrected report for this pt. This user stated there was no treatment performed due to the original result.

Manufacturer narrative:
The field service representative determined the rinse mechanism flowrates were misadjusted. He adjusted the rinse mechanism flowrates and ran mechanism checks. To verify the analyzer performance, he ran a precision check and qc. No errors were generated and the system is performing within specification.